Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('missed abortion diagnosed at 13/5 weeks') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, spotting vaginal and fatigue. Concomitant products included misoprostol (cytotec) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. The patient was treated with surgery (suction d&c on (B)(6) 2011). Essure treatment was ongoing at the time of the report. At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2021: mr received: event injury nos replaced with new events: pregnancy, spontaneous abortion and device ineffective. Concomitant medication and conditions were added. Patient demographics, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('missed abortion diagnosed at 13/5 weeks') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, spotting vaginal and fatigue. Concomitant products included misoprostol (cytotec) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. The patient was treated with surgery (suction d&c on (B)(6) 2011). Essure treatment was ongoing at the time of the report. At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.